Event description:
It was reported that there was an issue with the incorrect time displayed on the pump. There was no adverse impact to the customer's blood glucose level. The customer updated the pump time with assistance from technical support and was advised to monitor the time display to ensure the discrepancy does not recur, which the customer acknowledged.